Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 465 mg/dl. Customer was not using auto mode feature. Customer reported sensor was bent and sensor updating alert. Customer stated that insulin pump needed update and received low battery. Insulin pump will not be returned for analysis.